Manufacturer narrative:
Evaluation of the device determined the root cause was a faulty reed switch sw5.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device stryker observed that it does not power on as expected when the lid is opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device stryker observed that it does not power on as expected when the lid is opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and confirmed the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.